Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the new hemopro power supply was plugged in but delivered no power. The green led light did not come on. The extension cord was checked and it was okay but the power supply has no power at all. The surgeon converted to open leg in order to complete the procedure. The hospital did not report any patient complications as a result.

Manufacturer narrative:
Investigation results: no visual non-conformities were observed on the power supply. When the switch was activated to turn on the power supply, both green leds did not illuminate. The reference hemopro switch was then activated and did not energize the heater on the hemopro jaws to produce steam. The reported failure was confirmed. The power supply was shipped on 11/19/2009 for further investigation. A supplemental report will be submitted when the investigation results are received.